Manufacturer narrative:
The actual stopcock in the reported incident was returned to the manufacturer to be evaluated. A vertical crack was noted along the length of the inline female luer taper. The crack appeared to be along the knit line. Several stress marks were noted around the diameter of the taper, parallel to the knit line. The mating part to the cracked taper was not returned for evaluation. The male luer of the adapter on the stopcock and the two female tapers on the returned sample were tested to (B)(4) standards and were found to be acceptable. The crack did not appear to be related to the manufacturing process of the part. The observed crack and stress marks on the diameter of the taper appeared to be consistent with cracks that may occur with a combination of solutions used, length of exposure, luer taper connections and user technique. However, no specific conclusions can be drawn. B. Braun has not identified any adverse trends with the reported stopcock. The sample and all available information has been provided to the actual manufacturer for further evaluation. When the manufacturer's evaluation is completed, a follow-up report will be filed.

Event description:
As reported by user facility: reports stopcock attached to uvl was leaking blood from the stopcock and the uvl was backed up with blood. Also reports it was a large amount of blood approximately 8x8 centimeter round patch. Reports the stopcock turned toward uvl and line was clamped when noticed on bed. The doctor was notified and uvl was flushed as per policy. Reports the pt turned pale and bp was taken 4x in ten minutes span, oxygen saturation 90%, increased oxygen demands and a blood transfusion and cbc was required. On (B)(6) 2010 - a voice message was left for (B)(6), clinical nurse specialist requesting additional information and a possible lot number. A return call was not received and additional information was not made available. On (B)(6) 2010 - left another voice message for (B)(6), clinical nurse specialist requesting additional information and a possible lot number. After several attempts requesting additional information were made, no additional information was provided by the reporting facility.